Event description:
I was tested on (B)(6) 2020 for the covid-19 virus for a critical surgical procedure. The test came back positive and I automatically knew it was false. Therefore, my care had been delayed. I was retested again on (B)(6) and both tests came back negative. I asked the original testing site about the incident and was very rudely and defensively told "well that's why you are not suppose to retest again for 90 days once you get a positive result" like it's expected and I am not suppose to find out about it. FDA safety report ID# (B)(4).